Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 5 to 10 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the needle. There were wear marks at the inner cutter bend area, cutting edge and at the top front of the inner cutter. The complaint evaluation does confirm the probe had a cutting failure. The root cause for the cut performance being nonconforming cannot be determined from this evaluation. The mostly likely cause for the poor actuation is from a damaged inner cutting edge from damage or an incorrect cutter bend angle as evident by the wear in numerous locations on the inner cutter. An investigation has been completed and actions implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. A cassette sample was received for evaluation. Upon visual inspection of the sample it was found that the infusion chamber on the pinch plate was broken off from the cassette. Multiple cracks on the infusion chamber were observed. The welding profile was inspected. Observation demonstrated the infusion chamber appeared to have an insufficient weld. This defect along with the cracked infusion chamber would likely result in the customer's reported event. The source of the customer's report is due to a leak between the infusion chamber and pinch plate. The root cause of the leak is related to a welding defect during the manufacturing process. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not cut during and eye surgery, however, aspiration worked intermittently. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.